Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested further information was not provided.

Event description:
It was reported that the lvp 8100 on the labor and delivery floor infused an unspecified medication too quickly. No patient harm was reported. Although requested further information was not provided.

Event description:
It was reported that the lvp 8100 on the labor and delivery floor infused an unspecified medication too quickly. No patient harm was reported. Although requested further information was not provided.

Manufacturer narrative:
Additional information: b3, d9, d10, e2, g2 (report source), h6 (annex e and f).

Manufacturer narrative:
Inspection: the incident administration set was not returned and could not be inspected. Lvp sn: (B)(6) the device was received in good condition. The instrument seal was intact. The right (male) iui was observed with corrosion, damaged isolation ribs, and dry fluid residue. The left (female) iui was observed with dry fluid residue. Platen assembly was observed broken at the upper platen hinge (date code: february 2012). The rear case in the front lower left corner was observed with impact damage. Latch sear are installed properly and did not interfere with the door operation all parts inspected are manufactured by bd. Dried fluid was observed on the rear case under both iui¿s corrosion observed inside the rear case multiple cross marks were observed on the motor strap which is indicative of shifting within the case. Bezel was disassembled and observed in good condition (date code: december 2018) log analysis results: the customer reported an event date of (B)(6)2020. Review of the pcu error log showed two (2) records of sensor broken high failure (240.4150.0) on concomitant lvp sn (B)(4) on reported event ((B)(6)2020). Review of the pcu event log showed the pcu was powered on at 2:51 am on (B)(6)2020, new patient and same profile were selected. At 1:04 pm, the suspect device was selected and programmed an infusion of guardrail drug oxytocin (30 unit/500 ml; drugid=12) at a rate of 2 ml/hr (vtbi= 400 ml). At 1:06 pm, the suspect device alarmed for patient side occlusion and was channeled off. At 1:07 pm, the suspect device was selected and programmed an infusion of guardrail drug oxytocin (30 unit/500 ml; drugid=12) at a rate of 2 ml/hr (vtbi= 400 ml). At 1:08 pm, the suspect device alarmed for patient side occlusion and was restarted. At 1:12 pm, the suspect device was channeled off. At 1:12 pm, the device alarmed for flo stop open for four (4) seconds. At 1:13 pm, the suspect device was removed. At 2:41 pm, the pcu was powered off pvi= 0.142 ml test results: the incident administration set was not returned and could not be tested. Lvp sn (B)(6) over infusion testing was performed per test method dir 10000360063 (over infusion test method) using the customer¿s source pump module sn (B)(6) and the customer¿s returned pcu sn (B)(6). Results indicate that the system was operating within specification. Test method information: 1503-001-029-r over infusion test method (dir 10000360063), 1503-001-006-r rate accuracy test method (dir 10000360036) device history review: lvp sn (B)(6) a review of the device history record showed the device had a manufacture date of (B)(6)2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The proximate cause of the complaint of over infusion was believed to be a result of a broken upper platen post. Although testing failed to replicate the uncontrolled flow condition prior investigations indicate that the uncontrolled flow can occur depending on how the platen is aligned when the door is closed. With the platen post broken/separated, the platen will not always align properly when the door is closed. Although the customer¿s complaint of over infusion was not reproduced during testing, it is believed the broken upper hinge post of the platen contributed to the unregulated flow event. Review of the pcu error log showed two (2) records of sensor broken high failure (240.4150.0) on concomitant lvp sn (B)(6) on reported event ((B)(6)2020). Review of the pcu event log showed, on the reported event date, the suspect device programmed two (2) infusions of guardrail drug oxytocin (30 unit/500 ml; drugid=12) at a rate of 2 ml/hr (vtbi= 400 ml). However, the device alarmed for patient side occlusion shortly after the start of infusion and the device was channeled off. Pvi= 0.142 ml the event administration set was not returned for investigation, therefore the possibility of the set being a contributing factor could not be explored. Inspection showed the platen assembly was observed broken at the upper hinge inspection of the pumping mechanism found no anomalies testing showed the device was delivering fluids within specification. Uncontrolled flow can occur depending on how the platen is aligned when the door is closed. With the platen post broken/separated, the platen will not always align properly when the door is closed. The device was being used for treatment purposes. Note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer.

Event description:
It was reported that the lvp 8100 on the labor and delivery floor infused an unspecified medication too quickly. No patient harm was reported. Although requested further information was not provided.